Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the failed test, but could not reproduce it. The device was found to pass upstream occlusion testing per the spectrum operator's manual. Physical inspection found misaligned upstream sensor tail pins, which could contribute to the issue. The upstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump failed to detect an upstream occlusion within the allotted time period. There was no pt involvement.